Event description:
The customer father reported via phone call indicating that the insulin pump had an error alarm and multiple motor errors. Father states while performing a manual prime the multiple motor errors and error alarm occurred as well. The blood glucose level at the time was 208 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify other error alarms in the alarm history due to an overwritten history file. The pump also had a partially broken reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.